Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over delivering and not reporting their lows. The customer¿s blood glucose level was unknown at the time of the incident, and 110 mg/dl at the time of the call. The customer stated that the pump was delivering even though it was not connected to a set. Troubleshooting was not completed as the customer was in an exam room. No further details were provided. The insulin pump will be returned for analysis. Unomed set.